Event description:
It was reported that pump displayed malfunction message in tandem source, and technical support advised that this indicated pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to reset pump, malfunction message did not recur after reset, and customer was advised to continue using pump and to call back if malfunction message appeared again.